Manufacturer narrative:
(B)(4). The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came into the hospital with elevated pump power and flow values, with a reoccurrence of heart failure symptoms. The patient was unstable and was taken to the operating room where the pump was exchanged. The patient's international normalized ratio was therapeutic at the time, with the inr goal at 2 to 2.5. The patient was treated with aspirin and coumadin. At the time of the explant, a visible clot was noted in the pump.

Manufacturer narrative:
The explanted device was returned for evaluation. The report of suspected thrombus was confirmed based on the evaluation of the returned pump. Examination of the pump blood-contacting surfaces found a ring of tissue-like thrombus around the inlet bearing cup. The tissue showed laminated layering, indicating that the tissue formed over an undetermined period of time. The thrombus could have caused increased drag on the inlet bearing ball, which would have contributed to the reported increase in pump power and estimated flow. The evaluation could not conclusively determine the cause of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. No further information was provided. The manufacturer is closing the file on this event.